Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. In addition, the batteries were charging when connected to a battery charger. A review of the batteries' internal logs revealed that a cell pair in each battery, at one point in time, passed the voltage threshold. When this occurs, a battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If a battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported battery "not charging" event was confirmed. Based on the available information, the most likely root cause of the reported not charging can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the battery charger led failure can be attributed to improper assembly. An internal investigation evaluated battery chargers assembled with incorrect inductors. Concomitant medical products: dtmb1d1, defibrillator, implanted: (B)(6) 2018; 407645 lead, 693565 lead and 1258t86 lead, implanted: (B)(6) 2014. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / bat589731/ model #: 1650 / expiration date: 2018-11-30 UDI #: (B)(4), return date: 2018-10-02, mfg date: 2017-11-27, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two ventricular assist device (vad) batteries were returned to the manufacturer because they were not charging. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the battery's internal logs revealed that a cell pair in the battery, at one point in time, passed the voltage threshold. When this occurs, a battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If a battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after eight (8) hours due to a charge time-out. As a result, the reported battery "not charging" event was confirmed. Based on the available information, the most likely root cause of the reported batteries not charging can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assem bled with incorrect inductors. The most likely root cause of the battery charger led failure can be attributed to improper assembly. An internal investigation evaluated battery chargers assembled with incorrect inductors. Additional products: d1: heartware ventricular assist system ¿ battery ,model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2019 / serial or lot#: (B)(4), UDI #: (B)(4), concomitant medical products: yes, return date: 27-feb-2019, yes dev rtn to MFR? Yes mfg date: 03-jan-2018 no, patient code(s): (B)(6). Device code(s): (B)(6), FDA method code(s): 10, FDA results code(s): 131 ,FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one battery were returned to the manufacturer because it was not charging. The battery subsequently tes ted out of specification during manufacturer¿s analysis.